Event description:
During the atrial fibrillation non-abbott pfa procedure, power issues resulted in cancellation of the procedure. Upon booting up the viewmate console with the patient on the table, the keyboard and screen lit up momentarily before turning off. The issue was not able to be resolved, and the procedure was cancelled. There were no adverse consequences for the patient. The procedure will be rescheduled.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.